Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that pc unit, channels a and b were noted to have lost power around 7:00am without alarming and stopped the infusion on the broviac and arterial line. The last time the channels were physically checked was at 6:15am. The biomed was able to duplicate the lost of power on channels a and b with modest pressure which the biomed believes to be inter-unit interface connector (iui) related. However, the biomed was not able to duplicate the loss of power on the pc unit. The customer is inquiring if there were any keys that were pushed between 6:15 to 7:15am and if there is any indication of pc unit losing power by error or battery. There was no consequences or impact to the patient.

Manufacturer narrative:
Correction: after further review, this file (lvp s/n (B)(6) ) is no longer considered to be a source, but a concomitant on d11.

Event description:
It was reported that pc unit, channels a and b were noted to have lost power around 7:00am without alarming and stopped the infusion on the broviac and arterial line. The last time the channels were physically checked was at 6:15am. The biomed was able to duplicate the lost of power on channels a and b with modest pressure which the biomed believes to be inter-unit interface connector (iui) related. However, the biomed was not able to duplicate the loss of power on the pc unit. The customer is inquiring if there were any keys that were pushed between 6:15 to 7:15am and if there is any indication of pc unit losing power by error or battery. There was no consequences or impact to the patient.